Event description:
Pt with permanent cardiac pacemaker was noted to have bradycardia with pulse in the 40's brought to hosp ed by ambulance and evaluated. Monitor shows rate in the 40's. (There was no evidence of pacemaker function.) Pt was admitted to hosp and a new generator bipolar vvi was connected to the lead which was functioning properly. Pt had a one-day hosp stay.